Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The last pt to use this charger/modem did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sn (B)(4) was found to have a defective connector on the power brick. The last pt to use this battery charger did not report any deficiencies.